Manufacturer narrative:
(B)(4). For possible early battery depletion. Final device analysis revealed normal device function. The neurostimulator was functionally ok.

Event description:
The patient was unable to get the implantable neurostimulator to work for several months. No patient symptoms or device troubleshooting was reported. The device was replaced. The hcp was unsure if the device underwent normal battery depletion. The hcp reported the patient outcome as 'no injury, recovered without sequela'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.